Event description:
Unomedical reference number (B)(4). Event occurred in new zealand. The patient's aunt reported that on (B)(6) 2023, the patient experienced high blood glucose level due to his infusion set's cannula adhesive peeled off. Therefore, his aunt did not know how to insert new infusion set, so they tried to treat it with multiple daily injection and on the same day ((B)(6) 2023), she took him first to the emergency room due to high blood glucose level. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication drip (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information available.